Manufacturer narrative:
Based on the claim against the product by the customer noting faults returned, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed error 23072 errors hard on system. Fse replaced the set up joint (suj) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The set up joint (suj) was analyzed and reported error was confirmed in the logs but it could not be replicated during testing. Shoulder harness and proximal herness will be replaced to address the issues. The complaint regarding faults returned was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted general cholecystectomy surgical procedure, the customer encountered ongoing errors on the universal surgical manipulator (usm). The site tried recovering the errors numerous times, but it did not clear. The usm3 was moved out of the way and disabled. Arm 4 was used. The procedure was completing as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering up and the system did not power on without errors. Technical support was contacted for troubleshooting and full troubleshooting was completed. The errors returned and the customer had to disable a usm for the procedure and completed the procedure with 3 remaining arms.